Event description:
It was reported during a surgical procedure to repair a distal tibia fracture of the right leg on (B)(4) 2015, while the surgeon was drilling in the medial malleolus to place some screws in the cortex of the bone with a long 2.5 drill bit, the tip of the drill bit snapped and broke off in the patient¿s canal. It was stated that the surgeon didn¿t hit the cortex and used the correct technique. After the drill bit fragment was retrieved from the patient¿s canal, the surgeon inserted the tibia nail and it interlocked in the insertion handle. The connecting screw got stuck inside the nail and it was difficult to disconnect and unscrew the screw from the nail. There was a surgical time delay of one hour due to the complained event. It was also reported that it was extremely difficult to remove the drill fragment from the patient¿s bone canal. The surgery was successfully completed. This report is 4 of 4 for (B)(4)

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional manufacturing date: jun 7, 2013. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.